Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during an em cranial case, the surgeon was unable to pass registration. The system was not showing points collecting. The medtronic representative (mr) switched the system to 3-point and the issue did not resolve. The mr then went into the ent software on the system and the surgeon was able to pass registration immediately. The case was completed in the ent software and there was no impact on patient outcome.